Event description:
The customer reported a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was not specified but the leak was not contained within the instrument. The customer noted that the leak occurred when nothing was running on the instrument and the customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate and error messages for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a hole in the tubing through pinch valve pv43. Pinch valve pv43 opens drain path from low vacuum and waste chamber vc1. The fse replaced the tubing to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to a hole in the tubing through pinch valve pv43. (B)(4).